Event description:
It was reported that a low reservoir alarm occurred and when the health care provider (hcp) aspirated the device the actual residual volume was 3.5ml while the expected volume had been 0.9ml. It was only possible to fill the device with 10ml. Follow up was planned for 2013 (B)(6) and it was reported diagnostic testing or troubleshooting was to be performed. It was reported "the patient fill vel" however it was unclear what that meant. No patient symptoms were reported and the patient was alive without injury. The device system was used to deliver lioresal. It was later reported that the hcp tried to aspirate all the medication from the pump and refill it with 20ml. At that time it was only possible to fill 10ml. The patient reportedly felt fine and as reported would be checked on 2013 (B)(6). It was noted it was not decided if the pump would be replaced yet. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4),